Event description:
It was reported that the user experienced a charging problem with the ilet pump, indicated by a flashing green light on the charger, which led to a low battery alert and therapy stoppage while the device still had its clip and case attached; the device component involved was the battery charger, and the pump resumed insulin delivery after proper charging was established. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem associated with the battery charger, which was resolved after user education and correct charging. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.